Manufacturer narrative:
The reported event of failure to interrogate was not confirmed. The device was received from the field at elective replacement indicator (eri) level which was reached post-explant. The device trigged a false eri alert while implanted consistent with auto-capture and high output mode condition. Electrical and mechanical analysis performed indicated normal functionality and no interrogation issue found. Further battery assessment performed at various pulse amplitude measured current level within normal range, and no interrogation issue was found. Visual inspection of the header and connectors did not find any anomaly that could cause communication issues. Longevity assessment was performed based on average drain current and the device exceeded projected longevity indicating normal battery depletion.

Event description:
It was reported, prior to device replacement for normal elective replacement indicator (eri) the device was unable to be interrogated using inductive telemetry. The device was replaced as anticipated for normal eri. The patient was stable.